Event description:
The customer reported that the reservoir had prime/fill anomaly. Customer stated that the insulin was squirting out during the manual prime process. Troubleshooting was done. Customer's blood glucose was 76 mg/dl. The issue was resolved with an infusion set change. Advised the customer that the infusion sets will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).